Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose increased to 374 mg/dl at one point. The insulin pump alarmed no delivery multiple times. The customer had changed his set but received a no delivery alarm right afterwards. The patient changed the infusion set four times that day, but the no delivery alarms persisted. The patient experienced soreness at his insertion sites. However, the infusion set cannulas were straight. The reservoir was not returned for analysis.